Event description:
It was reported that during a whipple procedure the device was fired and the staple line then broke down. This occurred on the first firing with a blue load . When surgeon fired the stapler it did not seem odd. When surgeon returned to this staple line, to do an anastomosis she noticed that it was held together by only one staple line and was coming apart. She could not see the staples from the other line at this point. There was no negative impact on the procedure or to the patient as this staple line was to be cut out anyway.

Manufacturer narrative:
(B)(4). Information was not provided by contact.information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with two reloads present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.